Event description:
It was reported that the 3.5x12 mm nc trek was removed without resistance from the coiled hoop package when it was noted that the nc trek was fractured at the hypotube. The device was separated in two pieces. There was no patient involvement. Subsequent to the previously filed report, additional information was received that the 3.5x12 mm nc trek was advanced into the guide catheter and met resistance with the guide catheter. The nc trek did not exit the guide catheter and was withdrawn from the body. During withdrawal, the nc trek separated in two pieces. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to advance and reported material separation were able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement interaction with the guiding catheter resulted in the reported difficult to advance. Manipulation of the device resulted in the noted hypotube kink and ultimately resulted in the reported material separation; thus resulting in the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.5x12 mm nc trek was removed without resistance from the coiled hoop package when it was noted that the shaft was fractured, in two pieces, at the hypotube. There was no patient involvement or a reported clinically significant delay in procedure. No additional information was provided.